Manufacturer narrative:
Date sent: 7/2/2007. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a pph procedure examination after the device was fired showed malformed staples. The procedure was completed by interrupted pds and visceral sutures. A colonoscopy was performed to confirm lumen. The wound was sutured closed and extended or time was reported. Pt still in hosp.